Event description:
It was reported that the event occurred while in cardiac surgery during insertion. The md attempted to advance the intra-aortic balloon (iab) through the teflon sheath via left femoral artery when it became stuck in the sheath. While attempting to remove the iab and teflon sheath, the md encountered difficulty with the teflon sheath, but was able to successfully remove them together as one unit. As a result, the md replaced the iab via the same insertion site. The md found difficulty advancing through iliac stenosis, could not reach the right position and decided to proceed without intra-aortic balloon pump (iabp) support. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There is no delay or interruption in therapy noted since iabp therapy was not used. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.